Event description:
It was reported that in connection with catheter insertion, when the mandrel was pulled out to trim the catheter, it was discovered that the mandrel had been "chipped up". Occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that in connection with catheter insertion, when the mandrel was pulled out to trim the catheter, it was discovered that the mandrel had been "chipped up". Occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter w/ t-lock and internal stiffening stylet. A gross visual inspection found that the outer coil wire had unraveled and the weld tip was missing. Microscopic inspection of the fracture surfaces found that the core wire had broken off at an angle and the fracture surface was relatively flat. These features are typically observed in sharp instrument related damage. However, closer inspection of the core wire fracture surface found that the surface was granular which is indicative of tensile stress. Inspection of the outer coil wire found that a segment of the outer coil wire nearest to the outer coil wire fracture site was still tightly wound which is typically seen in breaks caused by sharp instrument damage. However, again, closer inspection of the fracture surface found narrowing of the outer coil wire and a granular fracture surface, which are features which are typically associated with tensile stress. Based on the available evidence, it is likely that multiple factors may have caused the resulting state of the returned sample. However, there is insufficient evidence to conclusively determine a root cause. This complaint will be recorded for future trending and monitoring purposes.